Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for defective glass forming with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion. Based on evaluation of the customer photos, the customer¿s indicated failure mode for defective glass forming with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that during use, a bd vacutainer® citrate tube was found to not have a glass bottom. "Blood was taken and it ran straight through the tube. Thus now contaminated". There was no report of injury or medical intervention.